Event description:
It was reported that the box was empty, there was no activa pc enclosed. It was noted that this was the second time the hospital had received an empty activa pc box. Additional information received confirmed this was the second time the hospital complained about an empty box.

Manufacturer narrative:
(B)(4).